Event description:
The patient has called the manufacturer customer service line more than fifteen times in the past 12 months (see manufacturer report # 304209178-2008-06160 and 3004209178-2008-06159). In february of 2008 the patient reported that he believed his stimulation and pump systems were being tampered with by unauthorized personnel not associated with healthcare provider (hcp) or the manufacturer. The hcp performed diagnostics (not specified) that were negative; further testing was pending. The manufacturer representative reviewed with the patient that proximity between programmer and implanted systems was necessary for telemetry and also that latex catheter cannot conduct electricity. The patient talked about explanting the devices and he was encouraged to work with his hcp. In 2008, the patient reported episodes of "nodding off" throughout day following a programming session. He was suspicious that pump was not acting correctly. He also reported significant anxiety about the possibility that someone was "controlling" his devices and causing them to have these strange effects on his body. He also reported sleep deprivation due to problems with stimulation system. He also complained of warmth sensation over pump pocket site. The patient stated that "things have gotten so bad" with both his pump and stimulator that he "fears for his life" particularly because of his concerns about the pump "making him drowsy." At this time he reported other medical problems related to the cardiovascular system. Te drug in the pump was morphine. In formation received from the hcp sated the patient had been complaining of an itching sensation and felt that someone was manipulating his systems. The hcp believed the patient had an allergy to morphine and the same month, morphine was removed and patient was started on dilaudid. Approx eight months later, the patient stated he wanted to have the pump removed. The patient stated that it felt like he was sitting on tooth picks. He also reported pain in the ears, top of head, in between legs, and rectum. The hcp informed him that he would not remove the pump unless he got his vertebrae fused. The patient had bene working with an orthopedic surgeon who stated that this surgery was not required by the patient. The manufacturer representative directed the patient to request the hcps to work together on his case. Three months later, the patient reported experiencing a ringing in their right ear that stopped and when the press on the pump. He stated the ringing had started a year ago. He also stated he felt lead wires implanted for scs moving around and feels a knot in the middle of their spine. He said the pump had been turned off for two weeks and the hcp would like to explant it. Since the pump was stopped, the pain increased from a 7 to a 9. He stated he couldn't see straight, couldn't stand up straight, and couldn't walk. Also, the same month he was sitting on the couch watching television and experienced black outs, dizziness, loss of equilibrium, difficulty walking and loss of body strength. He indicated that he was scared for his life; he said he had "scissors and if we don't do anything he is going to cut it out or call the FDA". The patient stated he was not taking his prescribed oral medications. He stated the hcp planned to explant the pump in early 2009. The patient requested the manufacturer to help him have the pump removed now. Information from the hcp stated that the patient had been to the office the day before he called the manufacturer. The medication was not removed from the pump. The hcp believed the pump was fine and would see the patient the same month.